Event description:
An acute coordinator reported a peritoneal dialysis patient experienced a fluid leak during treatment. The leak was identified by the pd nurse while removing the cassette from the cassette department. The patient's effluent remained clear. No prophylactic antibiotics were used. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.